Manufacturer narrative:
Product's latch functioned as designed.

Event description:
Consumer's sister was manually pushing consumer in the chair when the unit allegedly closed while she was in the chair. When it closed up it threw her into the road.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's sister was manually pushing consumer in the chair when the unit allegedly closed while she was in the chair. When it closed up it threw her into the road.